Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Lead noise seen on the rv lead. No impedance changes were noted, but an inconsistent threshold was. The lead remains implanted.